Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during insertion, a cleo® 90 infusion set remained stuck to (and came off her skin with) the insertion device after the insertion attempt. The patient stated she did not noticed any damage when she first opened the device packaging. The patient's blood glucose levels were not impacted at the time of the event. No injury was reported. See MFR: 3012307300-2017-01314.